Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a home patient experienced a leak from the homechoice cassette while performing peritoneal dialysis (pd) therapy. The patient was connected at the time of the event, which occurred during an unspecified process step of pd therapy. It was reported the cassette was leaking air and cassette lines were leaking solution. There was nothing unusual found during troubleshooting that would cause or contribute to the leak. The patient would disconnect and end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.